Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent tubing of the prismaflex st150 set 66 hours after the start of continuous renal replacement therapy. This was observed during safety checks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.